Event description:
Patient hypothermic. Rectal temp assessed and noted to be around 33 degrees c. Bair hugger initiated and rectal probe reading was lower using temperature probe. Patient was on bair hugger for a while and temperature was rising slower than normal. Nurse attempting to assess an oral temp and was able to obtain an oral temp at that time of 36.8 when rectal temp was reading 34.6 at 1541.